Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01912. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat uterine prolapse and stress urinary incontinence. The patient underwent a hysterectomy on (B)(6) 2011. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01912. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat cystocele and rectocele. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and (B)(6) 2008. It was reported that the patient underwent a d&c and laparoscopic lysis of filmy adhesions on (B)(6) 2011.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2008 by dr. (B)(6) due to extruded mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, cystocele, incomplete bladder emptying and spotting.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic urinary tract infection, urinary frequency and burning sensation.

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2017 by dr. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).